Event description:
The company received information that suggested that the tracheostomy tube cracked while in patient use. The customer reported that she is unable to describe the details of the crack. There was no report from the customer of patient harm nor injury. The customer stated that she does not have a sample for evaluation nor a lot number for the sample in question.